Event description:
The customer reported a leak at the probe of the coulter lh 750 hematology analyzer. The customer also stated that the rbc controls were running low and failing. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
The customer noticed a clog inside the probe. They flushed the probe and the instrument ran without any leaks or errors but continued to fail rbc controls. The fse found that the rbc control was running low past the limits. The field service engineer (fse) did not observe any active leak because it had already been repaired by the customer. The fse noticed that the electrodes of the rbc aperture housing were contaminated with white residue. The fse replaced the rbc aperture housings and the controls ran within specification. The repairs were verified per established procedures. (B)(4).